Event description:
A report was received from a peritoneal dialysis nurse stating that the cycler was showing negative numbers while in drain 0 but it was draining the solution properly. No other problem was reported since the treatment was terminated. This report does not meet the criteria for a reportable event or malfunction. Investigation of the cycler on 4/17/00 showed negative numbers in drain 0 and fill 1. The cycler delivered more solution to the pseudo pt than the programmed amount of 2,200 ml. The measured fill volume was 3,992 ml. MDR determination was based on the results of the device evaluation.